Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, implant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Health impact: clinical code: (B)(4): refractive change overtime. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+0.5/066 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2014. The lens was reported as low vaulting and refractive change overtime the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -11.50/+0.5/066 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2014. The lens was reported as low vaulting and refractive change overtime. On (B)(6) 2021 the lens was exchanged for a different model/longer length lens of different diopter. This resolved the problem. Claim # (B)(4).